Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the patient reported that starting "about a week ago" (event date jan 2025) her personal therapy manager (ptm) was getting stuck at 90 percent. However, once they cleared the data, the issue was resolved. The patient reported having spasms and pain due to not being able to get bolus in timely manner. Additional information was received from a consumer (con) stated that the personal therapy manager (ptm) was taking long time to connect and getting stuck at 90 percent and cannot recall the instruction to clear data. The patient stated that they get 10 bolus a day. The patient arm was hurting so she had her daughter write down the instruction to clear data. The agent assisted the patient with clearing data. The agent recommends monitoring the device and callback for assistance if necessary.